Event description:
It was reported to boston scientific corporation that a rotatable snare was used during a colonoscopy procedure performed in 2009. According to the complainant, after snaring a polyp in the colon, the physician attempted to apply cautery. However, upon application, the wire sparked and split in two. The cautery was stopped immediately; however, burns were visible at the polyp site. The snare was then retracted into the sheath and removed from the scope. The procedure was completed with another rotatable snare. The patient's condition at the conclusion of the procedure was reported to be fine but will be monitored.

Manufacturer narrative:
The device has been received by this manufacturer, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.